Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface was replaced during the service call.

Event description:
The customer reported that the 9900 system remote user interface would not work. No patient injury was reported.